Event description:
It was reported the external pacemaker malfunctioned. The device was returned for service. No additional information was found during followup. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were broken and contaminated, three control knobs, battery drawer and heart wire contacts were contaminated, the heart wire block was broken, the ring was bent and the interconnect flex was out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.